Event description:
It was reported that the patient had coupling and/or communication issues with the device. The device would move around in the pocket and the patient had extreme difficulty maintaining coupling. The patient stated the device was moved, it was moving around/migrating out of her body. It was taking the patient a long time to recharge and she could not charge the device without belts because of sensitive skin. Subsequent information received reported that the patient had a revision in (B)(6) 2011 and three months later, she felt the device moving/noticed it migrating. It was definitely migrating by the end of 2011. The patient had several revision surgeries. It was also reported that the antenna gets too hot to function sometimes and that spacers do not help with this either. The patient's hcp sent her to a plastic surgeon to see what might be able to be done with regards to the migrations. The patient had lost a lot of weight. If additional information is received, a supplemental report will be filed. For additional information regarding this patient and devices, please see manufacture report nos. 3004209178-2012-09072, 3004209178-2012-09226, and 3004209178-2012-09078.

Manufacturer narrative:
Product ID neu_recharger_acc, serial # unknown, product type recharger. Product ID 377875, lot # v005100, implanted: (B)(6) 2006, product type lead. Product ID 377875, lot # v005100, implanted: (B)(6) 2006, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer.